Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to evaluate the iabp and verified the problem as reported by the customer. The stm observed code 65 in the fault logs and that the k8 solenoid valve was not opening during initial autofill. The stm found that the connector at jp17 on the main board was partially disconnected. The stm reconnected jp17 and verified proper function of the iabp. All calibration, functional and safety tests were then performed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service.

Event description:
It was reported that during patient transport, the cs300 intra-aortic balloon pump (iabp) fell over and displayed a "system alarm" error message at the beginning of autofill. There was no patient harm and no adverse event was reported.